Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that the tidal volume was not delivering properly, and a 1203 "low leak-co2 rebreathing risk" alarm error message appeared on the screen. It was reported that there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue. The asp replaced the flow sensor assembly and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.